Event description:
It was reported that the patient's exeter stem has fractured, and is to be revised. It is further reported that the revision is taking place approximately 2 years after the original implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.